Event description:
Device was placed on (B)(6) 2009, broke (B)(6) 2009. No other info available at this time. Pt outcome is unk at this time.

Manufacturer narrative:
(B)(4). Event eval: this event is still under investigation.